Event description:
It was reported the patient was revised due to instability. Due diligence is complete as multiple attempts were made; however, no further information was received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 183054 vanguard cr por fem-rt 75 lot# 407250, MDR: 0001825034-2023-00440. 141214 biomet ilok pri tib tray 75mm lot# 420670, MDR: 0001825034-2023-00441.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or no photographs were provided; visual and dimensional evaluations could not be performed. Review of device history records identified no related deviations or anomalies during manufacturing. Part and lot identification are necessary for review of device history records for articular surface, neither were provided. Insufficient information provided to perform a compatibility check. No medical records were provided. This complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.